Event description:
It was reported to boston scientific corporation that an ultraflex distal release esophageal covered stent was implanted in the esophagus during a gastroscopy procedure performed on (B)(6) 2015. According to the complainant, the stent was implanted to treat a fistula in the middle esophagus. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. There were no issues noted during the stent placement procedure. On (B)(6) 2015, the patient underwent a check-up and the physician noted that the stent cover had come loose and migrated into the stomach. The physician then removed the cover with the use forceps. The stent was left implanted inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A section of an ultraflex distal release esophageal covered stent cover was returned for analysis. Visual examination of the returned portion of cover noted that it was 72mm wide and 40mm long. Approximately 30mm of the cover length was detached and not returned. The cover was torn circumferentially in its mid section and also had longitudinal tears. Impressions of the stent wire could be seen along one side indicating where the cover had been glued onto the stent. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex distal release esophageal covered stent was implanted in the esophagus during a gastroscopy procedure performed on (B)(6) 2015. According to the complainant, the stent was implanted to treat a fistula in the middle esophagus. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. There were no issues noted during the stent placement procedure. On (B)(6) 2015, the patient underwent a check-up and the physician noted that the stent cover had come loose and migrated into the stomach. The physician then removed the cover with the use forceps. The stent was left implanted inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.